Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited insulation and capture anomalies. The capture threshold was 2.75 v, 0.9 ms. The lead was capped and replaced.